Event description:
A pt's pump underwent a motor stall due to the pt having an MRI. The pt was in an ICU, as they were having heart issues. The pt also had increased pain. It was indicated that it was unk if the pt's heart issues were therapy related. The motor stall was confirmed in the pump's event logs, with no motor stall recovery recorded. The pump was noted to be likely in a telemetry state since the MRI, which occurred on (B)(6) 2010. The pt's outcome, in addition to the type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info is being requested, and will be provided in a f/u report as it becomes available.

Manufacturer narrative:
(B)(4).